Manufacturer narrative:
Siemens conducted an investigation of the reported events. The root cause was determined to be the occurrence of a broken module in the detector unit that caused the system to malfunction. The service partner was instructed to switch out the affected module. The customer was advised not to proceed with scanning if a malfunction of the system is detected. The twenty five children involved in this event do not seem to have had any negative health consequences pertaining to this issue.

Event description:
Siemens was notified on june 13, 2018, that a malfunction occurred while operating a somatom sensation system. During a patient procedure, our CT device malfunctioned, causing ring artifacts to appear on the brain image. It was determined that the artifacts only appeared when a specific protocol for the head scan of a child was required. The system operator noticed the malfunction, but continued to use the system, even with the particular protocol, on 25 children, ranging in age from one day old to twelve years of age. This resulted in the necessity to have the 25 children rescanned on another CT machine. We are unaware of any impact to the state of health of the patient involved.